Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported via health canada reference #(B)(4), that during a cranial procedure, the perforator bit did not stop spinning at the desired time. It was also reported that this occurred twice in the same procedure with two devices. No further information was provided. This record addresses one of the malfunctions reported in this event.